Manufacturer narrative:
The insulin pump was programmed with the correct date and time and monitored for 24 hours with no time anomaly noted. The insulin pump passed the self test and reset error test with no alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump kept alarming unexpected restart each time the battery was inserted. Customer's blood glucose was 126 mg/dl. The time and date will be lost. Customer was advised the device need to be replaced and customer agreed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.